Event description:
It was reported that the procedure was to treat a new fistula. The 8 x 40 mm armada 35 balloon catheter was prepped without issue and advanced; however, upon inflation the balloon ruptured at rated burst pressure (rbp). When the balloon catheter was being removed, the balloon got stuck in the introducer sheath and separated from the shaft. The introducer sheath was compromised and was removed with the balloon inside. A new sheath was placed and the procedure was completed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture and separation was confirmed. The resistance during removal could not be confirmed as it was based on case circumstances. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.